Event description:
Information received indicates when the head section is raised, sparks come out of the head section motor.

Manufacturer narrative:
The technician found the motor wiring insulation was slightly damaged. The technician replaced the head drive motor to repair the stretcher.